Manufacturer narrative:
Device manufacture date is unknown, no product information has been provided to date. No product was returned and are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review could not be performed as the lot number is unknown.

Event description:
It was reported that during the use of a trach, it was discovered that the trach was missing from the unopened outside box, and only instructions were found inside. The doctor searched for another trach on the shelf, but found the same situation. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.